Event description:
The customer reported that the cuff had a slow leak within several hours of placing the endotracheal tube in the pt and that pinholes were found in the cuff. The customer reported that they use lidocaine gel on the tube and sometimes use cetacaine spray in the back of the throat.

Manufacturer narrative:
The lot number was provided and the manufacturer will review the lot history records. No analysis or conclusions can be drawn without the device. Return of the endotracheal tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted. Note: the customer uses lidocaine as a lubricant. The manufacturer's directions for use states under warnings/precautions; the use of lidocaine topical aerosol has been associated with the formation of pinholes in pvc cuffs (jayasuriya, k.d., and watson, w.f.: p.v.c. Cuffs and lignocaine-base aerosol. Brit. J. Ann. 53:1368, 1981). Expert clinical judgment must be used when prescribing treatment involving use of this substance to help prevent situations of cuff leaks due to pinholes.